Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient has experienced overheating of their recharger. The patient was sleeping and was awoken by heating of the dermis. The skin was red however the redness was gone after she awoke the next morning. The patient was asleep in bed and lying on the charger paddle. The bed covers could have added to trapping the heat at the charger paddle. The patient called the rep thursday evening (B)(6) 2018 regarding the event. An appointment was scheduled with the patient next week to check her battery and charging equipment. The patient was also asked to call patient services to have a loaner shipped and return her device for evaluation or possible repair. No further complications were reported. No additional patient symptoms were reported. Additional information was received. The patient reported that they recently got burned while charging. The patient confirmed that they were burnt from their recharger on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-oct-01 reporting that the lead from t8 to the battery in the hip had the coating shattered. The stimulator was turned off until the lead was replaced on (B)(6). No further complications were reported.

Manufacturer narrative:
Refer to manufacture report 3004209178-2018-06920 for details and additional information pertaining to this reportable event. Any additional information and follow up will be sent there. If information is provided in the future, a supplemental report will be issued.